Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was recovering from peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of cloudy effluent. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria klebsiella pneumoniae and enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin (1 gram) and cefepime (1 gram) intra-peritoneal (ip). It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange,